Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading ranged from 54-55 mg/dl, and the contact was unable to provide a bg meter reading. Reportedly, a second cgm bg reading was 303 mg/dl, and the meter bg reading was 230 mg/dl. Control iq software provided insulin delivery based off inaccurate cgm values and subsequently the customer experienced a low bg below 70 mg/dl. As a result, customer experienced a seizure prior to paramedics transporting the customer to the emergency room (ER). Customer was treated with nausea medication and intravenous saline and was released from the ER 5 hours later. Upon being released from the ER, customer¿s bg level ranged from 120 mg/dl to 130 mg/dl and the customer was in ¿stable¿ condition. Reportedly, the contact entered a calibration bg value resolving the inaccuracy issue, however a replacement sensor was sent to the customer.